Manufacturer narrative:
The device was received with blank display due to moisture damage at electronic assembly. We were unable to verify missing segment due to blank display. The device was received moisture damaged at motor. The device was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address or serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose currently was 125 mg/dl. The customer was stated that the customer saw water inside screen and due moisture exposure insulin pump was blinking and nothing came on screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.